Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed on (B)(6) 2014 into the right radial artery of the patient in the operating room. The patient was transferred to cctc on (B)(6) 2014 at 1900. On (B)(6) 2014 at 0715, the waveform was already dampened and they were unable to obtain blood draw back. As a result, the line was discontinued. There was no delay in treatment and no patient death or complications reported. It was noted the catheter exhibited curvature in the body upon removal.